Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4) (registration# (B)(4)). The covers the customer is complaining about are there to cover recesses which are formed in the head and foot boards; the head and foot boards are actually blow moldings and the recesses are formed to locate and secure the two locating pegs that enable mounting and demounting of the boards to and form the bed. This feature is an integral part of the design of the head and foot boards, and the cover has been used as means covering the recess to alleviate possibility of a dirt trap and the ingress of fluids into the recess by giving the board's one level surface. Arjohuntleigh has an installed based on the various models of the enterprise bed of (B)(4) and first went onto the market in 2006. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
It is reported that the covered panels on both enterprise 5000 and 8000 model beds are a contamination / cross infection risk. The customer feels that the covers on the head / footboards are unnecessary as they can be traps for fluids and dirt. They believe this is an infection control risk and require assurance that future purchased beds have not got these blank space coverings. There have been no reported injuries.